Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of atrial perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported atrial septal defect (asd) in this incident appears to be related to patient morphology/pathology and/or user technique/procedural conditions; and unrelated to the device since there was no reported device issue/malfunction during the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for atrial septal defect requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 with a dilated left atrium. A mitraclip xtr was successfully implanted, reducing mr to less than 1. However, post procedure the intra-atrial septum (ias) was assessed and the atrial septal defect (asd) was too large to close naturally. The patient was asymptomatic. The defect was closed with a 16mm amplatzer septal occluder. The patient remains stable. There was no clinically significant delay in the procedure. No additional information was provided.